Event description:
It was reported per medwatch report that the procedure was a peripheral inserted central catheter (PICC) line insertion. After the needle was in the vein (left arm) and soft end of the short spring wire guide (swg) was inserted through the needle. The swg would not advance and upon a gentle pulled back of the swg, it would not pull back. The needle was removed. The swg was seen under fluoroscopy to be intact. The swg was gently pulled on to remove, but it was not coming back. The area was numbered with 2% xylocaine, gentle pressure applied and the swg was pulled back. The tip broke off under the skin. The swg was noted to be totally unravelled at the end & approx 1 cm of the tip was broke off. The tip was seen under fluoroscopy. The physician was notified and a venogram was done to document that nothing was in the vein. The physician who performed the venogram stated the tip was not in the vein and looks to be in the muscle. He stated to leave it alone. Add'l info received on (B)(6) 2011 by the sales rep indicated the 1cm piece will not be removed as it is in the pt's muscle. It is unk if there was a delay in treatment and no pt death. Add'l info from u/f report # (B)(4): the procedure was a PICC line insertion. After the needle was in the vein, it. Arm, the soft end of the short guidewire was inserted through the needle. The guidewire would not advance and upon a gentle pull back of the wire, it would not pull back. The needle was removed. The wire was seen under fluoro to be intact. As I gently pulled on the guidewire to remove, it was not coming back. The area was numbed with 2% xylocaine, gentle pressure applied and the wire was pulled back. The tip broke off under the skin. The wire was noted to be totally unravelled at the end and approx 1cm of the tip was broke off. The tip was seen under fluro. The physician was notified, and a venogram was done to document that nothing was in the vein. The physician who performed the venogram stated the tip was not in the vein and looks to be in muscle. He stated to leave it alone.

Manufacturer narrative:
(B)(4).